Manufacturer narrative:
(B)(4). Batch # unk. A manufacturing record evaluation was performed for the finished device lot/batch number, v9694k, and no non-conformances were identified. Manufacturing date: 11/24/2021, expiration date: 10/31/2024. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that during an unknown procedure that the device locked out on the first firing. Reverse was attempted then manual override, but the device was removed by being cut out of the tissue as the knife blade would not return home. Unknown if any staples were deployed or if the knife cut. Another like device was used to complete the procedure. There were no adverse consequences for the patient.